Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9023838. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system was broken. This was discovered before use. The following information was provided by the initial reporter: before the infusion, the catheter of indwelling needle was found to be broken, it was influenced the infusion for patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system was broken. This was discovered before use. The following information was provided by the initial reporter: before the infusion, the catheter of indwelling needle was found to be broken, it was influenced the infusion for patient.